Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation and exchange due to patient's concern with the product. Device remains implanted.

Event description:
Healthcare professional reported left side deflation and exchange due to patient's concern with the product. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., b.7., d.7., d.10., h.3., h.6.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: crease fold, white calcification (approx. 15%) and opening on anterior. Leak test and microscopic analysis was performed which identified: striated opening, sharp opening. A dimension measurement in the shell was performed which identify the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening assessed as a surgical damage consist in the use of some surgical tool. A sharp opening on posterior assessed as an unidentified (tear) opening.

Event description:
Healthcare professional reported left side deflation and exchange due to patient's concern with the product. The device has been explanted.